Event description:
It was reported that during a pre-use check, the customer found a pinhole in the base part of the tube's inflation line. No patient injury.

Event description:
Investigation completed. This event occurred prior to usage, no patient involvement. The procedure of assessing inflation is followed by medical personal as part of procedure and recommended by manufacture.

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes polar three photos received. One sample p/n 100/136/070; visually inspected under normal distance under specification and hole was detected in the tube. The product was testing and upon submerging under water leakage was detected where the inflation line is assembled. The device engineering was reviewed and revealed passing at 100% prior to release. However this event could have occurred during assemble but not confirmed. Per md01-003 rev.101 production personnel performs a 100% visual inspection to inspect the following: parts shall not be damaged (including scratches) or distorted/warped. Verify part (or assembly) has the correct components, features, elements and/or shape. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.